Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be inserted into the inspiratory limb of an rt340 adult dual heated evaqua breathing circuit kit. This was found prior to use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the pins on the inspiratory limb of the returned complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not possible, as one of the pins was split. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).